Event description:
It was reported that during initial implant procedure, patient's new left ventricular lead was dislodged multiple times. Loss of capture was also noted on the lead. The lead was not installed and the procedure was completed using an alternate lead on 17 aug 2022. The patient was stable.